Event description:
Customer reported that the copper part on the sensor that goes inside the body was not attached when she opened the package. Customer stated that she would be alerted that her sensor reading was over 400 when her blood glucose readings would only be 150 mg/dl. Customer also received alerts stating she was low and the insulin pump would suspend when she was not really low. Customer also mentioned that the meter was not transmitting over to the insulin pump when the sensor feature was on. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.